Event description:
The patient experienced shocking when she turned her head. It began after implant infrequently; over the past few months it was increasing in frequency. The leads were replaced. The hcp noted a fracture in the lead above the connection to the extension. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
The leads have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. See scanned page.

Manufacturer narrative:
Device analysis of lead (lot # v01 1529) revealed no significant anomalies. The lead was segmented. All/multiple conductors/wires were cut. The proximal and distal ends were intact and undamaged. The lead body/insulation was cut through. The outer insulation was breached. The outer insulation was cut and melted 7 7cm from the proximal end. The stylet lumen was cut in the same location. The outer insulation was pinched. There was a radial depression in the outer insulation 13.05cm from the distal end. There was a small area of environmental stress cracking at the same location. Device analysis of lead (lot # v010713) revealed no anomalies. The continuity was acceptable. The proximal and distal ends were intact and undamaged. The outer insulation was pinched. There was a radial depression in the outer insulation 17.7cm from the distal end. There was a small area of environmental stress cracking at the same location.